Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The pt was implanted with a left ventricular assis device (lvad). It was reported by the vad coordinator that the pt notified then that the driver supporting the lvad stopped operating. The pt switched to a backup driver without incidient.